Event description:
It was reported to vyaire medical that the 002002 - nebulizer with air entrainment was leaking from bottle. The customer confirmed that there was no patient harm/injury associated with the reported event.

Manufacturer narrative:
H3: 81 other - the customer did not send physical sample, pictures, or provide a lot number since the sample was not available for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : no sample.